Event description:
Cna tried to slide chair onto carrier after bath but had failed to secure carrier to tub. When the chair with the resident on it hit the carrier it slid forward requiring cna to support pt. Until they could attach carrier.